Event description:
It was reported that the patients wound did not close and kept re-opening due to having allergic reaction to the multiple method closures. The patient underwent a revision procedure wherein the patient did incision and drainage and the physician closed the wound again.